Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia following an insulin delivery set change. The user inserted a new insulin cartridge into the ilet without performing the required piston rewind, and the tubing was connected to the body during the process. This resulted in inadvertent delivery of insulin. The user called a clinical diabetes specialist (cds) for guidance, then was transported to the hospital where they received intravenous dextrose and was observed in the emergency department. The user was discharged the same day and has since reconnected to the ilet.